Manufacturer narrative:
B5 updated. The investigation is ongoing.

Event description:
Additional information has been provided upon request: "those other catheters were non abiomed devices."

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was attempted via a right surgical arterial (axillary) approach in a 64-year-old female patient for acute myocardial infarction complicated by cardiogenic shock (ami/cgs), presenting in society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock. Once the graft was attached to the right axillary artery and the peel-away sheath was inserted, the implanting physician attempted to cross the anastomosis using multiple different wires and catheters, without success. Contrast imaging was subsequently performed and revealed a completely obstructed axillary artery. Based on these findings, the procedure was aborted, and time of death (tod) was called. The patient expired. However, based on the available clinical information, the death is more likely attributable to the patient¿s underlying critical condition, including severe ami/cgs and scai stage e cardiogenic shock.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax), e4 (reporter also sent report to FDA?), g4 [PMA/ 510(k)]. Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (expiry date, primary UDI number). Upon review, the section d expiry and primary UDI number have now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the delivery issue was likely patient condition related as clinical information mentioned failed attempts and imaging revealing completely obstructed axillary artery